Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead in the atrial blanking period one day after implant procedure. The lead remains in use. No patient complications have been reported as a result of this event.